Event description:
It was reported the patient is not receiving effective stimulation from her scs system. Reprogramming did not resolve the issue. A system's diagnostics revealed multiple lead contacts have high impedances. Follow-up identified the patient is currently dealing with other medical issues and the patient's scs system will be addressed once the unrelated medical issues are resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs lead was explanted and replaced with a new one. The patient reported receiving effective stimulation therapy post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.